Event description:
My daughter began using the medtronic minimed paradigm insulin pump in 2009. She changed the infusion set and reservoir every 3 days as instructed. The following month, she changed the infusion set at 6:00 p.m, refilling the reservoir with 100 units of novolog insulin as instructed. At 9:55 p.m. That same evening, the insulin pump was alerting "low reservoir" indicating that there were only 20 units of insulin left in the reservoir. Her pump runs at 0.6 units per hour. I asked her what she thought happened, and she said she did not know, that perhaps when she was priming the tubing, that some of the insulin had spilled out of the end of the tubing on to the night stand - it was not connected to her during priming. As a nurse, I am aware of the effects of novolog insulin and that it is short acting, so we stayed up until 11:00 p.m and I did not observe any changes in her behavior. However, what I did not know was that my daughter checked her blood sugar at 10:18 p.m and her blood sugar was 260 at the time. I awoke at 6:15 a.m and saw the light on in my daughter's bedroom. I went in and found her on the floor, comatose with agonal breathing. I called 911. In the ambulance they were unable to obtain any blood glucose reading. Only after they gave her dextrose 50% IV push, they were able to get a reading of 30. At the local hospital, she was intubated, placed on a ventilator and transferred to a trauma center. She suffered both brain damage and cardiac damage and was in a coma for five days in 2009. When she emerged from the coma she demonstrated severe deficits in her cognition and function. She was eventually transferred to an inpatient rehab facility and is presently at home receiving outpatient therapy. I am very interested in having someone - other than an employee at medtronics - evaluate her pump and infusion sets. I believe that the pump/infusion set caused an inadvertent delivery of 80 units of novolog insulin sometime just before 9:55 p.m. The reason that she did not exhibit unusual behavior in the next hour is because her blood sugar was already high - 260. I believe she became unresponsive some time around 12:00 p.m - 1:00 a.m. Her doctors believed that based on the amount of brain injury seen on the MRI, she was in insulin shock for several hours. The ER doctor at the hospital told me that he filed a complaint with the medical affairs office at medtronics. He also told me that he believes the pump/infusion set malfunctioned. My daughter was using the silhouette paradigm infusion set lot# 622074. The minimed pump part: mmt-522nal, batch a6522nalj, lot ID: h7493916. Paradigm reservoir: lot h7480331. Dates of use: 2009.